Event description:
It was reported that the patient would undergo surgery on (B)(6), 2013 for vns replacement; however, the device was not replaced during surgery. The surgeon elected to not implant the patient after the device was explanted, because the patient experienced a lot of bleeding during the surgery. Although this bleeding issue was fixed, the surgeon did not feel comfortable performing the implant at this time. Follow up with the surgeon found that the patient had multiple prior neck surgeries with scarring of the vagus nerve and jugular vein. The bleeding necessitated ligation of the jugular vein and explantation. No other information was provided.